Event description:
During a laparoscopic assisted vaginal hysterectomy device was used from a ft050 flextray. The trigger broke when it was squeezed. Another device was opened and the trigger broke in the same manner. There was no consequence to the pt. The devices were discarded. The sales rep requested the hosp save devices in the future for analysis.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: information unavailable. 9/5/96 1445 message and 800# left for md call back. Bah. 9/5/96 nncl sent. Bah. D5,6;h4,6: information unavailable, device not returned for analysis.